Event description:
New information received notes that the physician elected to leave the lead implanted without making any adjustments to the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed via remote transmission. The patient was asymptomatic. Lead replacement was discussed.